Event description:
It was reported that shortly after implantation, the pt's knee appeared to be in hyperextension which progressively became more pronounced to the point that the pt was unable to walk on the limb, requiring the use of crutches. During revision surgery, it was noted the insert had been assembled in the correct orientation at the index operation. The removed insert appears deformed, with excessive slope/wear on the anterior distal surface and the axel hole somewhat asymmetrical.

Manufacturer narrative:
This report will be amended when our investigation is complete.